Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 1.5 mm x 20 mm x 142 cm coyote es balloon catheter was advanced for dilation. During the first inflation at 4 atmospheres, the balloon ruptured vertically at the middle part. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.